Manufacturer narrative:
G2, g4, g7, h2, h3, h6, h10, h11 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor assembly for error check IV set and iui connector assembly for corrosion. A review of the device history record for sn(B)(6) was performed from date of manufacture 01/22/2014 to present date 11/27/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an unknown issue with the device. There was no patient involvement.